Event description:
It was reported that insulin pump got stuck in the main menu screen. The battery was changed and the display turned very weak. The customer delivered a bolus but they could hardly read the screen of the device. There were three cracks on the screen. The device might have been exposed to moisture because the customer was wearing the device in their bra and the weather was very hot. The customer's blood glucose was unknown. The customer was advised to revert to a backup plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.